Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an error message occurred during aspiration. A avx® thrombectomy set was used in a thrombectomy treatment procedure of the fistula in left upper extremity. Aspiration was completed two to three time with no issues with 200-300ml in bag. A check saline supply error message occurred so the catheter was flushed and the console reset but it happened again three times. The console was shut off and turned on again but the same error occurred. A new catheter was used to completed the procedure with no complications. The patient is fine.